Event description:
On 11th april, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. The received customer allegation regarded a non-reportable issue. Designated complaint unit employee confirmed based on photographic evidence the keypad membrane was damaged with missing particles and the label was chipping from the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem, h6 medical device ¿ problem code, h6 component codes fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 11th april, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. The received customer allegation regarded a non-reportable issue. Designated complaint unit employee confirmed based on photographic evidence the keypad membrane was damaged with missing particles and the label was chipping from the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 11th april, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. The received customer allegation regarded a non-reportable issue. Designated complaint unit employee confirmed based on photographic evidence the keypad membrane was damaged with missing particles and the label was chipping from the fork. It was also found that there was a risk of metal particles falling off from the dry, damaged lighthead bearing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous h6 medical device ¿ problem code: material integrity problem/degraded/peeled/delaminated/1454. Corrected h6 medical device ¿ problem code: material integrity problem/degraded/peeled/delaminated/1454. Material integrity problem/degraded/flaked/1246. Previous h6 component codes: mechanical/coating material//4768. Mechanical/label//862. Corrected h6 component codes: mechanical/coating material//4768. Mechanical/label//862. Mechanical/bearings//734. Getinge became aware of an issue with one of surgical lights ¿ powerled. The received customer allegation regarded a non-reportable issue. Designated complaint unit employee confirmed based on photographic evidence the keypad membrane was damaged with missing particles and the label was chipping from the fork. It was also found that there was a risk of metal particles falling off from the dry, damaged light head bearing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. As stated by the subject matter expert at manufacturing site, the keypad peeling off is a normal wear at this location. In the chapter daily inspections before use the user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the light heads for chipped paint, impact marks and any other damages during daily checks. Regarding issue with dry and damaged light head bearing, the damaged shaft is probably due to a lack of lubricant and needle bearings must not be used in such a condition. The user manual mentions to remove the light head every year and add lubricant. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 11th april, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. The received customer allegation regarded a non-reportable issue. Designated complaint unit employee confirmed based on photographic evidence the keypad membrane was damaged with missing particles and the label was chipping from the fork. It was also found that there was a risk of metal particles falling off from the dry, damaged lighthead bearing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.